Event description:
Earlier this year, philips upgraded the software on all of our philips servers and central monitors to revision 4.2.3. They also upgraded the software on all of our bedside monitors and portable x3 monitors to revision p.01.04. After these upgrades we started getting blue no data monitor alarms on all of our central monitors throughout the hospital. These alarms come and go randomly. They can be cleared by undocking and re-docking the x3, but this is only temporary. No data monitor is a low priority alarm, but it generates an audible tone at the central monitor every 5 minutes, which leads to alarm fatigue. Philips ran a report on the amount of no data monitor alarms generated in a 30 day period, and it was over 47,000. At any given time every central monitor in the hospital has a no data monitor alarm displaying on several beds.